Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and the visual inspection could not be performed. The sample was not returned as it had remained in the patient's eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been three similar complaints on the iris touch for the lot. The similar event report indicates that iris touch events may be transient, and do not cause harm to the patient. As in this case - the shunt has remained in the patient eye. Since a sample was not returned, the root cause could not be determined. (B)(4).

Event description:
A surgeon reported that one day following a glaucoma filtration device (gfd) implant procedure, the device touched the iris. A suture lysis was performed four days following the procedure. Approximately three and one half weeks following the procedure, a conjunctival suture was placed due to leakage. One year following the procedure four topical glaucoma medications and one oral glaucoma medication were started. The device remains implanted. No additional information is expected.